Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. If additional relevant information is received or device evaluation completed, a supplemental medwatch will be filed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.

Event description:
It was reported that during the procedure, a diagnostic pre-hysteroscopy was performed and there were no abnormal findings. The physician then proceeded with the endometrial ablation procedure. The ablation lasted a full two minutes and there were no alarms. As the device was being removed from the patient cavity, "the patient's heart monitor alarmed as if patient was flatlining." Physician viewed cavity via hysteroscopy to confirm there was no perforation present. She confirmed there was no perforation. According to the hologic representative who was present, the patient was revived and then transferred to the ICU. Additional information was received that reported "it was found that the patient had a bad heart condition and her heart actually failed at the end of the procedure." The patient has since been discharged from the hospital and was stable at time of discharge.